Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a routine follow up this right atrial (ra) lead exhibited loss of capture with pacing not delivered when required. There was no asystole observed. The patient underwent a lead revision procedure in which the lead was explanted. A different right atrial (ra) lead was implanted. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to update evaluation coding and include lead analysis information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted a setscrew mark on the terminal pin that was not in the typical location, indicating insufficient insertion of the terminal pin into the device header port while this lead was implanted. An x-ray of the lead found the cathode (inner) coil was deformed near the terminal end, suggesting helix extension/retraction difficulty was encountered. Resistance testing verified the conductor coils remained appropriately insulated from one another. Analysis concluded the observed loss of capture and lack of pacing was likely due to the terminal pin not being fully inserted into the device header, impacting the lead-to-device connection. Patient code 3191 captures the reportable event of surgery.